Event description:
The company was informed that the recipient was experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments have been made, however this did not resolve the issue. Device troubleshooting revealed that the device is not functioning within specs. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be explanted at this time. The recipient was implanted with another cochlear device in the contralateral ear. The recipient remains implanted. Advanced bionics believes that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. This is the final report.